Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the filter is connected to the ventilator, an error message appears and it does not pass the functional test. It indicates that the resistance is too high. There has been no patient contact and therefore no injury, harm or need for medical intervention etc. The defect has been noticed during a functional test." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the filter is connected to the ventilator, an error message appears and it does not pass the functional test. It indicates that the resistance is too high. There has been no patient contact and therefore no injury, harm or need for medical intervention etc. The defect has been noticed during a functional test." Associated complaints 8040412-2025-00127, 8040412-2025-00128, 8040412-2025-00129 and 8040412-2025-00124.